Manufacturer narrative:
Additional information received from the customer on 12mar2018 with the following: the surgery was not performed with a stereotaxy device. The reason for the 5 minute delay in surgery was to deal with the scalp laceration. Surgery was completed. No further information could be provided. There is no change in the investigation findings and root cause previously reported based on the additional information received.

Event description:
After the mayfield clamp was applied to the head and squeezed down, the doctor tightened the pressure dial. After it was tightened, the doctor looked down and it was loose again. It was retightened and it became loose again and slipped on the patient's head, causing a laceration. Revision or medical intervention was required. There was a 5 minute delay in surgery due to the product problem. Additional information has been requested.

Manufacturer narrative:
Investigation completed 04/28/2017. Method: device history review. Trend analysis. Failure analysis. Device history record reviewed for this product ID work order / lot/ serial # (B)(4) a total of (B)(4) pcs were manufactured on 03/11/2013 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. With respect to the returned unit, the lock has rotational movement when unit is not under pressure; this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would not have lost pressure or slipped on the patient. Unit has never been sent in for maintenance and will require pm maintenance performed at this time. Conclusion: the root cause for the reported failure is the unit not being serviced or maintained to the necessary standards. This unit should not be used until it has been serviced per our field engineers' recommendations.